Event description:
It was reported that during an implant attempt, the right ventricular lead was positioned multiple times without an appropriate position being found and every time, the "lead mechanism opened late." It was also noted that a stylet could not go through the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed; analysis revealed the distal conductor was distorted. There was blood in/on the helix mechanism and a deformation/fracture in the proximal section of the inner coil. Visual analysis noted that the lead was received with the helix extended. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.